Manufacturer narrative:
Event summary: the patient data files returned were corrupted and unable to be analyzed. Smart chip verification indicated the catheter was used for eight injections. Upon visual inspection of the catheter 2af283 / 62710-23, results showed that there was blood inside the inner balloon. The pressure test revealed a leak through the guide wire lumen and the balloon¿s integrity was intact; no breach was observed. Dissection showed a guide wire lumen breach at approximately 0.83 inches from the tip. In conclusion, the reported issue has been confirmed through testing. The catheter failed the inspection due to a guide wire lumen breach.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event. Upon product analysis, the device tested out of specification.